Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window and missing end cap sticker.

Event description:
Customer's grandmother reported that the insulin pump's buttons were unresponsive. Caller did not recall any significant events leading up to the error alarm. Blood glucose level was 140 mg/dl at the time of the call. No further information was provided.